Event description:
When instrumentation returned from surgery to our warehouse the staff noticed the polyethylene part of the impactor came apart from the metal base.

Manufacturer narrative:
Examination of the instrument confirmed the black celcon impaction replacement component is loose from the metal block component. The investigation attempted to tighten the screws that secure the black celcon impaction replacement component to the metal block component. The screws would not tighten. The root cause is unknown. It is unknown if attempts were made to disassemble the celcon impaction replacement from the metal block component. The 966180 sp*2 femoral impactor is designed to replace the black celcon impaction component after heavy usage and the metal portion to be reused. Based on the inability to conclusively identify the root cause and the design intent to replace the black celcon impaction component after heavy usage and the metal portion to be reused, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.